Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call that the customer was hospitalized due to high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer treated high blood glucose with 4 units of insulin as a bolus. The customer reported that the hospital staff might have mistakenly changed some of the settings on the insulin pump. The customer had just gotten out of the hospital but still the sugar was running high. The customer reported that they do not feel okay for troubleshooting. The customer is blind and needed the assistance of friends to navigate the insulin pump. It was reported that the customer¿s friend decided to call the sister of the customer first to verify if the insulin pump settings was still what it was supposed to be as they may have a reason to believe that it may be inaccurate. The customer would do a manual injection to bring down the sugar further. The customer reported that blood glucose meter was not connected to insulin pump. The insulin pump will not be returned for analysis.